Event description:
It was reported that the areas to be treated were lesions of in-stent restenosis (isr) and de novo stenosis in the mid and distal left anterior descending artery (lad). The whisper guide wire was advanced into the distal lad and the mid and distal lad were dilated with a 2.0 x 10 mm non-abbott cutting balloon, a trek 2.0 x 8 mm balloon, a trek 3.0 x 20 mm balloon and a non-abbott 3.0 x 10 mm cutting balloon. As the non-abbott cutting balloon was being withdrawn from the mid lad, the whisper guide wire became separated at the level of the left main. No resistance was noted during advancement or retraction. The distal portion of the guide wire remained in the vessel extending from the left main to the distal lad. The separated portion was attempted to be snared, but the attempt was unsuccessful. The patient remained hospitalized, and five days later, the separated portion was retrieved via a surgical procedure. The patient has since been discharged in good condition. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it is possible that interaction with other associative devices used during the procedure contributed to the reported separation. The guide wire was not returned which may have aided in the evaluation. A conclusive cause could not be determined for the reported guide wire separation. In order to ensure that this does not occur as a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant devices: dil cath: trek 2.0x8 mm, trek 3.0x20. Other: flextome 2.0x10, 3.0x10. The customer reported the device is not returning. A follow-up will be submitted with all relevant information.